Event description:
Subsequent to the initially filed report, the following information was received: the vessel was the left common femoral artery and two proglide sutures were successfully preplaced prior to the sheath being upsized to 16f. Hemostasis was ultimately achieved with the two successfully placed sutures. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted with a proglide device using the pre-close technique via an 8f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, when the first proglide device was attempted to be removed out of the anatomy, the device was caught in the suture and the suture could not be removed out of the device. The proglide device could not be removed out of the anatomy; therefore, the suture was cut. The suture of a new proglide device was successfully pre-placed and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.